Event description:
The complainant reported that while performing an aorta angiogram at 900psi, the rotator on the high pressure tubing broke. The tubing is rated for 1200psi. There was no air injected and no contrast sprayed on the patient or clinicians. There were 2 devices that were reported to have failed in the same case. Only one failure was indicated in the initial manufacturer report number: 1721504-2007-00018. This additional report is being filed as a result of this omission.

Manufacturer narrative:
Device eval: a review of the device history record revealed no significant anomalies. The used device was returned to merit for evaluation. The retainer collar attached to the high pressure tubing was returned, but the rotator housing and o-ring were not included. A visual inspection of the device confirmed the customer complaint that the rotator had broken apart. The collar was found to be broken off from the hub. The returned portion of the device had evidence of proper adhesive application. The nozzle tip on the hub showed no damage or deformation that would have led to device failure. It was not possible to evaluate the o-ring and rotator housing for defects that could have caused these housing for defects that could have caused these failures. Therefore, the root cause could not be determined and no conclusion can be drawn.